Event description:
It was reported that surgery time was delayed greater than 30 minutes while attempting to insert the liner. A replacement liner was used and the surgery was completed without any further reported incident.